Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on (B)(6) 2017 via merlin.net. Review of the transmission revealed an episode of auto mode switch. Further investigation of the transmission revealed intermittent loss of atrial sensing due to lower atrial sensitivity. No evidence of noise or atrial tachycardia was observed. The patient was brought into the clinic on (B)(6) 2017 and the atrial sensitivity was increased. The patient was asymptomatic to the event.